Manufacturer narrative:
No conclusion code available. (B)(4). No complaint received with return of device. Failure observed during analysis. Analysis found internal insulation abrasions breaching rv, re and svc cables lumens were noted between svc shock coil and suture sleeve impression region. One rv cables etfe coating was abraded in one of these abrasions. One lead-to-can external insulation abrasion breaching svc cables lumen was noted proximal to suture sleeve impression region. Svc cables etfe coating was intact in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.